Manufacturer narrative:
Based on the new information, there is no indication that the pipeline flex with shield failed to open. The new information indicates that balloon angioplasty was used to achieve improved device-wall apposition. There may be occasions the device opens but due to anatomical factors at the target location, deployment may not achieve full device-wall apposition. Routine troubleshooting techniques as recommended in the IFU can be implemented to enhance device-wall apposition with minimal procedure delay. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device with shield technology under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All products are 100% inspected for damages and irregularities during manufacture. This event no longer fits the criteria for MDR reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the balloon was used adjunctively to achieve the appropriate wall apposition.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the complaint could not be confirmed and the event cause could not be determined. Possible contributing factors of "failure to open the distal end" include damage to the pipeline braid, patient tortuous anatomy and deployment of the device on a bend. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. It is not recommended to initiate deployment of the device on a bend. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a competitor balloon was used to open the flow diverter. The flow diverter was resheathed, as the distal braid did not open. The device did exit smoothly through the protective sheath. It was resheathed a couple of times to try opening it. The distal end of pipeline was open but did not expand fully across the bend. The balloon was used as an adjunctive device to get better wall apposition. The anatomy was tortuous and there was probably some compression of the vessel by the aneurysm as well. Following balloon inflation apposition was much better but not perfect. There was no resistance for navigating the pipeline through the marksman micro catheter. The target aneurysm is in the right internal carotid artery (ica), saccular shape that had never ruptured. The maximum diameter was 16 mm, dome height 13 mm, neck size 7 mm. The parent artery distally was 5 mm and the proximal was 5 mm. Post-deployment of the ped there was no stasis. Indicate aneurysm occlusion (scale of roy): class 3: residual aneurysm. The patient was discharged one-day post intervention.